Manufacturer narrative:
The device catalog and lot number are unknown. Therefore the device expiration date, device manufacture date, and 510(k) number are all unknown. Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that since the patient started injecting her insulin with a bd pen needle, she experienced mosquito bite swelling, burning and itching after every dose. Her dermatologist prescribed cortisone cream for application half hour prior to an injection. It was also noted that the patient received fexofenadine hydrochloride. The patient stated that the cortisone cream helped. The reporting consumer did not know if the reported events were related to the medication or the device. The reporting physician did not consider the events related to the insulin but attributed the events to the metal in the needles. No further information or event outcomes are known.